Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was offline and black screen even after the reboot. The customer reported that issue occurred when dispensing medications and unable to pull. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was offline and black screen even after the reboot. The customer reported that issue occurred when dispensing medications and unable to pull. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main half-height drawer 3.1 was not detected on the bus, and the door failed in hardware test application (hta) mode. A field service engineer (fse) found the row cable at the rear controller board was failed. The fse replaced the rear controller board (151622¿01) and the center controller board (151630¿01). A final test was performed in hardware test application, and the drawer responded correctly. The customer successfully recovered an inventory drawer and all pockets. All cabling was checked and found to be in good working condition. The system functioned as intended after the field service engineer repaired the device.